Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, upon removal of the plunger, the suture "did not return". Hemostasis was achieved with a starclose se device. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. Review of the device history record for this lot did not produce any findings relevant to this report.